Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between january 1 ¿ march 31 2026. This report summarizes 9 events for the failure: overheating of device. - 8 events had problem identified during non-clinical procedure; there was no patient involvement. - 1 event had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2026-99239. Supplemental rationale corrected data: b5, h1, h6, h11 8 events were originally reported for this failure mode during the reporting quarter; however, - 1 event was inadvertently excluded. - 9 reported events are included in this follow-up record. Product return status 9 devices were evaluated based on historical data analysis. Evaluation findings (results/components) 9 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable. Product disposition 4 devices: product not received. 5 devices: scrapped by stryker.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 8 events were reported for this quarter. Product return status: 8 devices were evaluated based on historical data analysis. Evaluation findings (results/components): 8 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable product disposition: 4 devices: product not received. 4 devices: scrapped by stryker. Additional information: 8 devices were not labeled for single-use. 8 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between january 1 ¿ march 31 2026. This report summarizes 8 events for the failure: overheating of device. - 7 events had problem identified during non-clinical procedure; there was no patient involvement. - 1 event had no health consequences or impact.